Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received notes that the patient's right ventricular lead re-exhibited r-wave amplitude variation, along with fluctuations in capture threshold and pacing impedance. The patient was brought into clinic and x-ray revealed the lead had dislodged. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with complaints of extra-cardiac muscle stimulation from their right ventricular (rv) lead. It was also noted that the rv lead exhibited r-wave amplitude variation. The lead was repositioned in the patient on (B)(6) 2021. The patient was stable.